Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 9, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2017 to extract a distal femoral plate and an unknown quantity of unknown screws. The reason for the explant surgery and the initial date of implant were not available for reporting. During the explant surgery, three (3) extraction screws were broken as the surgeon tried to extract the plate. Therefore, the surgeon tried to crush part of the screw thread with carbide drill but he was not able to succeed. Due the hardware removal issue taking too much time, the surgeon opted to leave the plate and an unknown quantity of broken screw fragments in the patient and closed the surgical incision. The surgery was extended for 60 minutes. The patient¿s postoperative status was reportedly good. A second removal surgery will be scheduled if the patient requests it. Concomitant reported parts: 1x carbide drill (part and lot unknown). This report is 2 of 5 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (conical extraction screw for large screws & 4.9 mm bolts, part number 309.530, lot number 9739801). The subject device was returned to the manufacturer with the complaint condition stating: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of use were visible and the thread is complete broken. The hardness and all dimensions relevant for the function of the product were measured, and fulfill the specifications. The dimensions of the thread could not be measured because the thread is broken. The lots of the (B)(4) material of article 309.530 are not tracked by number. Therefore, the check was done based on fifo (first in/first out) by investigation of the (B)(4) material orders, which was closest to the start of the manufacturing order of the article. It was found that the used (B)(4) material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When mentioning the "screw" in complaint description, the extraction screw was meant.

Manufacturer narrative:
Complained issue (three extraction screws were broken) could be confirmed. As possible root cause we do assume that an overloading situation did take place and the breakage occurred. Provided investigation showed, that this complaint is not valid from the point of view of the manufacturing site and no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.